Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low reading of 62 mg/dl. The customer stated that when they placed the sensor in place and removed the serter away while holding the plastic legs, the sensor shot out but the needle hub remained stuck. The customer also had high reading of over 400 mg/dl while in school due to eating pretzels and chips. The customer declined to troubleshoot for high and low readings. The product was not returned for analysis.